Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event requiring hospitalization. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. The patient¿s pd culture yielded growth of the organism serratia which is found in the environment in soil and water. Based on the information available, the patient¿s peritonitis is likely related to patient breach in infection control in the home, as it was stated the patient does not wash hands, wear a mask, or disinfect shower head.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse indicated the patient¿s pd culture generated growth of the bacteria serratia marcescens. The patient was initiated on antibiotic therapy with the antibiotics ancef and ceftazidime (dose not provided) intra-peritoneal (ip) for 3 weeks on an outpatient basis. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture (one week post antibiotic therapy follow-up) which grew the same organism (serratia marcescens). The patient was restarted on antibiotic therapy using the medication meropenem. However, the nurse stated the patient¿s symptom of abdominal pain worsened and on (B)(6) 2022 the patient was admitted to the hospital for the ongoing peritonitis event. It was stated that during this hospitalization the patient is reportedly receiving pd therapy until the patient can undergo placement of a hemodialysis catheter. Per the nurse, the patient¿s pd catheter (not a fresenius product) will be removed with plan for back up hemodialysis for approximately 6 weeks. The patient is also receiving unknown antibiotics. At the time follow-up was completed, the patient remained hospitalized and was receiving antibiotic therapy for the peritonitis event. The nurse indicated there were no issues with fresenius device, or product in relation to the event. It was reported the patient does not wash hands, wear a mask or disinfect the shower head in the home where dialysis is performed. Per the nurse, the peritonitis was due to patient¿s non-adherence to these measures and attributed the event to patient breach in infection control practices in the home.

Manufacturer narrative:
Correction: a2, b2.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse indicated the patient¿s pd culture generated growth of the bacteria serratia marcescens. The patient was initiated on antibiotic therapy with the antibiotics ancef and ceftazidime (dose not provided) intra-peritoneal (ip) for 3 weeks on an outpatient basis. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture (one week post antibiotic therapy follow-up) which grew the same organism (serratia marcescens). The patient was restarted on antibiotic therapy using the medication meropenem. However, the nurse stated the patient¿s symptom of abdominal pain worsened and on (B)(6) 2022 the patient was admitted to the hospital for the ongoing peritonitis event. It was stated that during this hospitalization the patient is reportedly receiving pd therapy until the patient can undergo placement of a hemodialysis catheter. Per the nurse, the patient¿s pd catheter (not a fresenius product) will be removed with plan for back up hemodialysis for approximately 6 weeks. The patient is also receiving unknown antibiotics. At the time follow-up was completed, the patient remained hospitalized and was receiving antibiotic therapy for the peritonitis event. The nurse indicated there were no issues with fresenius device, or product in relation to the event. It was reported the patient does not wash hands, wear a mask or disinfect the shower head in the home where dialysis is performed. Per the nurse, the peritonitis was due to patient¿s non-adherence to these measures and attributed the event to patient breach in infection control practices in the home.

Manufacturer narrative:
Correction:h6.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse indicated the patient¿s pd culture generated growth of the bacteria serratia marcescens. The patient was initiated on antibiotic therapy with the antibiotics ancef and ceftazidime (dose not provided) intra-peritoneal (ip) for 3 weeks on an outpatient basis. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture (one week post antibiotic therapy follow-up) which grew the same organism (serratia marcescens). The patient was restarted on antibiotic therapy using the medication meropenem. However, the nurse stated the patient¿s symptom of abdominal pain worsened and on (B)(6) 2022 the patient was admitted to the hospital for the ongoing peritonitis event. It was stated that during this hospitalization the patient is reportedly receiving pd therapy until the patient can undergo placement of a hemodialysis catheter. Per the nurse, the patient¿s pd catheter (not a fresenius product) will be removed with plan for back up hemodialysis for approximately 6 weeks. The patient is also receiving unknown antibiotics. At the time follow-up was completed, the patient remained hospitalized and was receiving antibiotic therapy for the peritonitis event. The nurse indicated there were no issues with fresenius device, or product in relation to the event. It was reported the patient does not wash hands, wear a mask or disinfect the shower head in the home where dialysis is performed. Per the nurse, the peritonitis was due to patient¿s non-adherence to these measures and attributed the event to patient breach in infection control practices in the home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, was review the user guide states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that this event was related to an issue with fresenius products. Additional follow-up was conducted with the patient¿s pd nurse who reported the patient was experiencing abdominal pain. As a result, on (B)(6) 2022, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse indicated the patient¿s pd culture generated growth of the bacteria serratia marcescens. The patient was initiated on antibiotic therapy with the antibiotics ancef and ceftazidime (dose not provided) intra-peritoneal (ip) for 3 weeks on an outpatient basis. Subsequently, on (B)(6) 2022, the patient had a repeat pd culture (one week post antibiotic therapy follow-up) which grew the same organism (serratia marcescens). The patient was restarted on antibiotic therapy using the medication meropenem. However, the nurse stated the patient¿s symptom of abdominal pain worsened and on (B)(6) 2022 the patient was admitted to the hospital for the ongoing peritonitis event. It was stated that during this hospitalization the patient is reportedly receiving pd therapy until the patient can undergo placement of a hemodialysis catheter. Per the nurse, the patient¿s pd catheter (not a fresenius product) will be removed with plan for back up hemodialysis for approximately 6 weeks. The patient is also receiving unknown antibiotics. At the time follow-up was completed, the patient remained hospitalized and was receiving antibiotic therapy for the peritonitis event. The nurse indicated there were no issues with fresenius device, or product in relation to the event. It was reported the patient does not wash hands, wear a mask or disinfect the shower head in the home where dialysis is performed. Per the nurse, the peritonitis was due to patient¿s non-adherence to these measures and attributed the event to patient breach in infection control practices in the home.